Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: visual analysis of the returned device identified: wear abrasion, crease flat, the weight the device within specification and two openings curved on the anterior. A microscopic analysis was performed which identified: two striated openings on the anterior and non-penetrating nick striated. Based on the device analysis the final assessment is: two striated openings due to surgical damage consistent in the use of some surgical tool. A nick striated due to surgical tool scratch like. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and concern with the product. Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported right side exchange from textured to smooth implants due to the patients concern with the product and "rupture". Device has been explanted.